Manufacturer narrative:
Internal report reference number: (B)(6). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from result obtained of 291 mg/dl am fasting that had been obtained during a blood test performed during the call using the true metrix meter. The product is stored according to specification (did not specify). The test strip lot manufacturer¿s expiration date is 04/25/2024 and open vial date is 03/27/2023. The customer¿s expected am fasting blood glucose test result is 125 mg/dl. The customer was also concerned with blood glucose test results from the meter memory that had been obtained using incorrectly stored (bathroom) and expired test strips: lot zx4295s, manufacturer's expiration date of 09/22/2022 and customer was unsure when the test strips had been opened. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history (all 5 results were obtained using the expired test strip lot zx4295s): result 1: 307 mg/dl, date: (B)(6), time: 10:04 pm, 2 hrs. After meal (zx4295s); result 2: 308 mg/dl, date: (B)(6), time: 3:45 pm, 2 hrs. After meal (zx4295s); result 3: 279 mg/dl, date: (B)(6), time: 7:08 pm, 2 hrs. After meal (zx4295s); result 4: 239 mg/dl, date: (B)(6), time: 1:10 pm, 2 hrs. After meal (zx4295s); result 5: 361 mg/dl, date: (B)(6), time: 4:00 pm, 2 hrs. After meal (zx4295s).

Manufacturer narrative:
Sections with additional information as of 18-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062: user had poor technique.